Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest fingerstick blood glucose of 40 mg/dl and approximately one hour spent below range; the ilet was removed with a blood glucose of 79 mg/dl and the patient received 8 ounces of orange juice, after which glucose rose to 144 mg/dl. Symptoms included no reported immediate health effects. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed a cause could not be determined based on available information. It was concluded that the event was consistent with hypoglycemia with cause unclear and that device-related contributory factors could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.